Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to a damaged cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of a damaged cap. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after use with bd vacutainer® edta 2k the cap was discovered to be damaged and would come off. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the cap was damaged and came off easily.